Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the customer event and replaced the gas delivery engine (gde). The fse performed use testing and the operational verification procedure testing of the device, which the device passed. At this time, the suspect gde has been issued a return good authorization (rga) and the evaluation will be included in a follow-up report.

Event description:
The customer reported a white display screen on the user interface module (uim) of this ventilator during start up. The customer reported no voltage output from the gas delivery engine, which the uim connects to. The customer stated that there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect user interface module (uim) for investigation. The fa laboratory cycled on the uim and found a white screen. A visual inspection of the internal components was performed with no anomalies however, the blender component was removed for further evaluation. The blender was installed on a known good test unit and the reported white screen was duplicated. At this time, the root cause is associated with a failure of a pin on the integrated circuit chip of the blender component, due to a material issue.